Event description:
It was reported that prior to a da vinci surgical procedure, it was noted the wires of the prograsp forceps instrument were frayed. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instruments pitch up cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. Failure analysis investigation also found the distal end of the main tube had a scratch mark with light material removal. Scratches were .03 - .12 in length and not aligned with the tube axis. The deep scratch and gouge damage may have been likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported frayed cable if to recur could cause or contribute to an adverse event.